Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in a moderately calcified and moderately tortuous lesion in the right coronary artery (rca). When a 28 x 2.50mm promus premier stent was being advanced, significant resistance was encountered and after the stent was placed, a dissection was noted at the proximal end of the stent. To cover the dissection, multiple balloon dilations were performed and another stent was placed to successfully complete the procedure. The patient was reported to be stable and has been discharged with no complications.

Manufacturer narrative:
Device is a combination product. A 28 x 2.50mm promus premier stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured using snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in a moderately calcified and moderately tortuous lesion in the right coronary artery (rca). When a 28 x 2.50mm promus premier stent was being advanced, significant resistance was encountered and after the stent was placed, a dissection was noted at the proximal end of the stent. To cover the dissection, multiple balloon dilations were performed and another stent was placed to successfully complete the procedure. The patient was reported to be stable and has been discharged with no complications.